Event description:
Event was based on article neurosurgery. 2012 sep;71(3):679-91; discussion 691. Doi: 10.1227/neu.0b013e318260fe86treatment of a cavernous (cav) aneurysm. Post procedure, it was reported that the patient had central retinal artery occlusion and experienced double vision.no other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation because it was implanted in the patient.(B)(4)